Event description:
Reporter alleged she felt hypoglycemic when she obtained a result of 81 mg/dl on the aviva system. Reporter stated she ate cheese and crackers before sitting in a chair, where she became incapacitated within the next 15 minutes. Reporter stated she was unable to move and her granddaughter had to feed her spaghetti to treat her. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.